Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issued. The customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error occured due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual, ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope had e226 scope communication error. The issue occurred during an unspecified therapeutic procedure that was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Establishment name: the social medical corporation senyokai north harmony hospital the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.